Manufacturer narrative:
Reference: (B)(4). Concomitant medical products: nexgen option stemmed tibial plate, sz 3, p/n: 00598603701, l/n: 62332545 nexgen all-poly patella, 32mm, p/n: 00597206532, l/n: 62401074 nxgn fem 00576401451 l/n 62298095. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient has experienced a failed device due to unknown reasons after a knee arthroplasty.